Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation; therefore, the condition of the product could not be evaluated. A root cause for the customers reported event could not be determined as no sample was received at investigation site. No supporting data was presented, obtained or identified while investigation concluding product contributing factors are related to the event. Product malfunction or cause could not be determined with relation to the event. Relationship of the product to the event is unclear. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation the manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported following the implantation of the shunt, after three years of the surgery left eye showed signs of bleb failure with a progressive increase in the intraocular lens pressure(iop), reaching (22 mmhg). A deterioration in the visual field scores was observed. Due to the failure of the surgery in the left eye, a revision of the filtering bleb was performed with good initial control of the iop. One month after the surgery, the iop was 17 mmhg, and suture lysis was done, reducing into 7 mmhg. The following week the iop rose to 17 mmhg; the bleb was flat except for the presence of the collagen matrix; the anterior chamber was deep and gonioscopy showed incarceration of translucent iris stroma filaments to the lumen of the mini shunt device, with an anteriorization of the underlying pigmented iridian stroma. Neodymium-doped yttrium aluminium garnet (nd: yag), laser was performed at the tip of the device. An increase in bleb height and extension was immediately seen after the treatment and a reduction of the iop to 8 mmhg. Later showed stabilization of the iop at 12 mmhg without medication, and the mini-shunt persisted permeable. Additional information has been requested.